Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump stopped working and it was displaying critical pump error on the screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. The electronic assemblies and motor assemblies was inspected and no anomalies noted. (B)(4).